Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 26-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that a nurse placed milk into the closed suction catheter irrigation port instead of the patient's feeding tube. There was no patient injury or medical intervention required. Additional information received 04-jun-2018 stated that approximately 2cc of the mother's breast milk was given through the lavage port of the ballard suction in error. The patient was suctioned via the endotracheal tube and oxygen saturations returned to normal limits quickly. A chest x-ray and capillary blood gas were obtained, with both results normal. The patient was stable and doing well. No further treatment was needed.